Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using byte night aligners, a patient's experienced fit issues and a crown and root on tooth #14 fractured. The patient will have the tooth extracted.